Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2021. During the procedure, the first band was deployed successfully; however the rest of the bands were not able to be deployed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h2 additional information: e1 (initial reporter phone number) block h6: medical device code a050501 captures the reportable event of bands unable to deploy. Block h10: investigation results the returned speedband superview super 7 handle assembly and ligator head were analyzed. A visual evaluation of the ligator head found four bands were present, some were moved out of their position and overlapped. It was noticed that he ligator head teeth were damaged/bent. The trip wire was was removed from the handle assembly and the handle did not present marks of the trip wire being secured. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other problems with the device were noted. The reported event was confirmed. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU). A visual evaluation identified that the trip wire was not secured. This can cause the trip wire to slip through the handle assembly and affect the bands deployment activity. The overlapped bands, moved from their position indicates a deployment problem and could be related to the ligator head teeth being damaged/bent. Taking all available information into consideration, the most probable root cause is failure to follow instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2021. During the procedure, the first band was deployed successfully; however the rest of the bands were not able to be deployed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. ***additional information received on (B)(6), 2022*** it was reported that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Block h6: medical device code a050501 captures the reportable event of bands unable to deploy. Block h10: the device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2021. During the procedure, the first band was deployed successfully; however the rest of the bands were not able to be deployed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. It was reported that there was no difficulty experienced upon setting up the device.